Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during drain 3 of 4. The drain volume (dv) equaled 1625ml and the fill volume (fv) equaled 2200ml. The baxter technical service representative (tsr) helped the caller end therapy as the caller said she became disconnected during therapy earlier and the bed was wet. The caller would finish with manuals and call the registered nurse (rn) per becoming disconnected.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(4) 2012 and he was aware of the patient having had those issues. He was not sure how the patient became disconnected. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.